Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one ventricular fibrillation (vf) episode with lead noise was observed. Patient experienced inappropriate shock. The noise was possibly due to external electromagnetic interference (emi). A few premature ventricular contractions (pvcs) were also noted. No intervention was made. The patient was fine.